Event description:
It was reported that at implant, the device was unable to defibrillate during defibrillation threshold testing. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and there were no anomalies found.